Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total hysterectomy procedure, while being applied for closing the vaginal cuff, the needle broke and fell into the patient¿s tissue and was stuck in the tissue. It took hours to do an x-ray and locate the component (broken needle piece). Patient incurred tissue damage as a result of the event and the needle is still in the tissue. A new device was opened and used to complete the suturing of the cuff.